Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It is reported by the mother that the patient's insulin pump is having an issue with the keypad responding correctly. Patient's blood glucose level is 351mg/dl. Troubleshooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump had cracked battery tube threads.